Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's piston was blocked. It was reported that when replacing the reservoir, the piston could not go back. It was reported that the pump started to perform self-test automatically. It was reported that the pump would come back for analysis and would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and the displacement test. The motor and motor slide moved properly forward and during rewind. The insulin pump was monitored and no self-test did not initiate on it own. No unexpected drive/motor anomaly noted during testing. The insulin pump was received with minor scratched lcd window.